Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited rising and high bipolar and unipolar thresholds and rising and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.